Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room (ER) due to palpitations and irregular heart rates. A check on the implantable cardioverter defibrillator (ICD) report shows atrial tachycardia (at)/ atrial fibrillation (af) arrhythmia which appears to be external noise. The device was noted to have all ventricular tachycardia (vt)/ventricular fibrillation (vf) therapies programmed off. The device remains in use. No patient complications have been reported as a result of this event.